Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer called to request assistance in reprogramming the insulin pump. While setting up the time, the numbers kept ramping and the customer denied pressing the buttons. The customer stated that he was not wearing the device for a few days because he was at the hospital for stomach issues. The customer also stated that his stomach issues led to high blood glucose. The blood glucose reading at time of the call was 297mg/dl. No further information was provided.